Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley tray was missing the catheter and the sterile water syringe.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "1. Wash hands and don clean gloves 3. Use the provided packet of wipes to cleanse patient¿s periurethral area 2. Explain procedure to patient and open peri-care kit 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel 5. Using proper aseptic technique open csr wrap 6. Don sterile gloves 7. Place underpad beneath patient, plastic/¿shiny¿ side down note: use caution to maintain aseptic technique 8. Position fenestrated drape on patient 9. Saturate 3 foam swab sticks in povidone iodine 10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 11. Remove foley catheter from wrap and lubricate catheter 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabsnote: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward". A through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley tray was missing the catheter and the sterile water syringe.